Manufacturer narrative:
As no additional information regarding this event is expected, or investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was not pacing as expected. Review determined that this right ventricular (rv) lead had been connected to the right atrial (ra) port of the device and vice versa. The crt-d was temporarily reprogrammed and tachycardia therapies were disabled. Subsequently, a revision procedure was performed to correct the lead to header connections. No additional adverse patient effects were reported. The crt-d and leads remain in service.